Event description:
Possible allergic reaction to product occurred. Pt had hives and shortened breath, requiring medical attention at the e.r. The product comes in a 0.3 oz bottle with a brush applicator. There is no expiration date on the product.